Manufacturer narrative:
Conclusion: as reported by a healthcare professional, an enterprise2 stent (enc403900/ 10636296) was used off-label as a rescue device to help stabilize a flow diverter that was not apposed properly to the basilar artery wall. Physician forgot that he should watch and use fluoro once he reached the fluoro marker on the wire. Consequently, the stent was set free and is now in the basilar artery. The physician used a second enterprise to stabilize the flow diverter. There was no attempt to retrieve the enterprise stent, and the stent remains in the basilar artery. There is no known intervention planned and the event did not result in patient injury. The device was not available to be returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10636296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration is a known potential event that can occur with use of the enterprise2 and is listed in the instructions for use (IFU). The root cause of the event could not definitively be determined; however, procedural/handling factors may have contributed to the event. As per the IFU, ¿the codman enterprise 2 vascular reconstruction device is intended for use with occlusive devices in the treatment of intracranial aneurysm. The IFU also warns ¿observe stent marker position during the coiling procedure to ensure that the stent does not migrate from its deployed position¿. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an enterprise2 stent (enc403900/ 10636296) was used off-label as a rescue device to help stabilize a flow diverter that was not apposed properly to the basilar artery wall. Physician forgot that he should watch and use fluoro once he reached the fluoro marker on the wire. Consequently, the stent was set free and is now in the basilar artery. The physician used a second enterprise to stabilize the flow diverter. There was no attempt to retrieve the enterprise stent, and the stent remains in the basilar artery. There is no known intervention planned and the event did not result in patient injury. The device was not available to be returned for analysis.